Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator was showing error e006. The issue occurred during a therapeutic transurethral resection of the prostate procedure. There were no reports of patient harm and the procedure was able to be successfully completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurs when electrical resistance between the two electrodes of the device increases and likely is due to a usage problem. Olympus will continue to monitor field performance for this device.